Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has slipped down and was causing pain and discomfort to the patient. Furthermore, a pocket revision was performed, and the device remains in service. No additional adverse patient effects were reported.